Manufacturer narrative:
H3: product analysis of part# 3002033 lot# unknown visual and optical inspection confirmed the plate is broken into. Microscopic inspection confirmed a fairly flat fracture surface with fracture lip toward the edges of the break. There no evidence of damage that would suggest a defect in manufacturing of the implant. This type of damage is consistent with bend stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal product that is used in u nknown spinal therapy. It was reported the reported plate was broken. When surgeon was about to perform adjacent level on this patient and found the remains of the broken plate fragment left inside the patient and no further complications or symptoms reported. Additional information was received that the plate was removed and there are no broken fragments left inside the patient.